Manufacturer narrative:
(B)(4).

Event description:
It was reported that the inner cannula was difficult to move in and out of the tracheostomy tube during pre-testing. Recannulation of the patient was required. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)